Event description:
It was reported that the gun would fire on its own after it was cocked.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.